Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. It was noted that the pump was received with a cracked case at the display window corners, a minor scratched display window, a stained end cap sticker, and an unexpected vibration. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Caller felt the pump vibrate and saw the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.